Event description:
Boston scientific crm received information that it was questioned if this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting the shortened replacement window (4/05/2007) advisory behavior. Technical services (ts) recommended a save to disk, which was performed. Ts discused that the device did not meet advisory criteria and to keep normal follow-ups for the patient. To date, there have been no reported adverse patient effects related to this clinical observation. Additional information was provided that the device was later explanted for normal battery depletion and returned for analysis.

Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had a compromised low-voltage capacitor that did not meet design specification. Despite this compromised capacitor, current leakage was not sufficient to adversely impact device longevity. Normal pacing, sensing, and defibrillation therapy functions were verified during testing.